Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of multiple controller exchanges was able to be confirmed via review of the log files. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 6 days ((B)(6) 2023 per timestamp). The driveline was disconnected, and the controller was shut down multiple times throughout the log file indicating multiple controller exchanges. The exchanges occurred at the timestamps of (B)(6) 2023 from 09:21:52 ¿ 22:56:31, (B)(6) 2023 from 16:45:02 ¿ (B)(6) 2023 at 09:57:14, (B)(6) 2023 at 00:19:45 ¿ 13:13:35, and (B)(6) 2023 at 05:55:52 ¿ 23:58:43. There were no notable alarms active in the log file that would indicate the need for a controller exchange. Pump operation was not affected while the driveline was connected, and the device appeared to function as intended. The controller periodic log file was submitted for review and showed events spanning approximately 12 days ((B)(6) 2023 per timestamp). The data was captured at 1-hour intervals. The log file showed controller exchange events occurring daily between (B)(6) 2023. There were no other notable alarms active in the log file. Pump operation was not affected while the driveline was connected, and the device appeared to function as intended. Multiple good faith effort attempts were made asking why the controllers were exchanged, and if any products will be returning; however, no response was received. The root cause or reason why the patient was exchanging the controller was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. D) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (rev. C) section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook (rev. D) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were submitted for a patient performing controller changes at home. The log file captured what appears to be the patient trying to replace the controller at home. On (B)(6) 2023 at 9:20:47 it captured driveline disconnected. On (B)(6)2023 at 16:44:29 it showed no external power and at 16:44:41 driveline disconnected. On (B)(6)2023 at 9:57:13 pump was back on and running. On (B)(6) 2023 at 0:19:45 driveline was disconnected and at 13:13:36 pump was back on and running. On (B)(6) 2023 at 5:56:05 driveline was disconnected and at 3:58:42 pump back on and running. At the end of the event log file dated (B)(6) 2023 at 9:00:12 the pump was running as intended. Related controller is reported under MFR# 2916596-2023-06315. Related pump is reported under MFR# 2916596-2023-06587.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.